Manufacturer narrative:
H.6. Investigation summary: photo received by our quality team for investigation. Through visual inspection, used needles are observed inside the plastic bag, no defects or issues observed. A device history review was performed for lot 2272816, maintenance record related to the incident was observed. Based on the teams investigation, the incident is confirmed. Possible root cause is associated with personnel not following the proper material segregation. Adjustment to the vision system and manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using 3 of the bd precisionglide¿ needle's they were clogged. The following was translated from spanish to english: it is reported that a quality problem was detected in code 300017, since "at the time of passing the medication with the patient the needle does not allow it to be administered, we proceed to change the needle and the same with 3 more, the medication could be passed when changing the needle for the fourth time.

Event description:
It was reported while using 3 of the bd precisionglide¿ needle's they were clogged. The following was translated from spanish to english: it is reported that a quality problem was detected in code 300017, since "at the time of passing the medication with the patient the needle does not allow it to be administered, we proceed to change the needle and the same with 3 more, the medication could be passed when changing the needle for the fourth time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.